Event description:
There was an allegation of questionable ureal urea/bun results from the cobas 8000 c 702 module. The initial result was 48 mg/dl and was reported outside of the laboratory. The repeat result was 81 mg/dl and was believed correct. The reagent lot number was 663669. The expiration date was requested but was not provided.

Manufacturer narrative:
The field service engineer reported the customer found a substance on the sample probe and that the wash station output was low. He found black water tanks were pressed against the rear of the system. The customer corrected the water tank positions and ensured no kinks in the water supply lines. The field service engineer checked the system per customer request. The customer ran calibration and qc over several days with no further issues seen. The investigation determine the customer's and service actions resolved the issue.